Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 240 mg/dl. A supply change was performed and a correction bolus was performed. The bg elevated to over 896 mg/dl and multiple correction boluses were delivered. The cause of the high bg was not known. On (B)(6) 2017, the paramedics transported the customer to the hospital as the customer was "incapacitated". The customer was admitted to the hospital for diabetic ketoacidosis (dka), a heart issue and neurological damage. It was unknown if the heart and neurological issues were related to the high bg and dka. The customer was treated with an insulin drip. During troubleshooting with tandem technical support, incomplete bolus alerts were reported to have occurred. It was unknown if the alerts were triggered by the customer not exiting the bolus screen due to the customer being unresponsive at the time. A pump system check was not performed as the infusion set worn during the reported event had been discarded. The customer had not yet been discharged. Although multiple requests were made, the customer did not reply to the requests for a discharge date.